Event description:
Second revision surgery - due to a stage 2 revision from previous patient infection.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was due to a stage 2 revision surgery of a previous infection. The previous surgery and the revision detailed in this investigation occurred 6 days apart. The in-vivo duration of the reported component is 1.4 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the implant device history records (DHR), shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the component that may have contributed to an infection. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a stage 2 revision surgery of a previous infection. There were no new findings during this investigation that indicate that the reported device was the source or had a direct connection with the previous patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.